Event description:
It was reported that during troubleshooting for an unrelated alarm during drain fill one. The home patient (hp) stated the pulled the previous heater bag off and put another one in its place. The technical service representative (tsr) advised the hp they would need to start over with all new supplies because they can ever pull a bag off and add another. The tsr informed the hp they could only add another bag to a line that is not in use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for use error ¿ reuse of single-use product, where the home patient (hp) attempted to reuse the same used disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.